Event description:
During a ptca/atherotomy treatment procedure involving a 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 14 atm's on the third inflation. (The initial inflation was to 12 atm's and the second inflation was to 14 atm's). The pt was asymptomatic during this event. A guidant bmw guidwire (size unknown) and a mach 1 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Pt status is reported as 'good'.